Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer's representative (rep) via a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was to ask about stim parameters. The caller stated that during the trial the patient was programmed with dtm parameters and used stim at 3.5ma. After the chronic system was placed they are only able to increase stim to 0.3-0.4ma and beyond that stim becomes too intense. The caller indicated that they were using dtm parameters but have also tried conventional parameters with a variety of pulsewidths. The caller indicated that they initially programmed the patient about two weeks ago at which time the patient was feeling intense stim at low amplitudes and today they were attempting to program again and the patient was having the same experience. The caller indicated that the x-ray did not indicate a significant difference between the lead placement of the tr ial and chronic leads. Troubleshooting was not required. The issue was not resolved through troubleshooting. Technical services (tss) reviewed information with the caller. The caller will follow-up with the patient and physician. It was not clear that this was a p roblem. The caller did not indicate that they were unable to get effective therapy, but the caller was concerned about the low amplitude that caused intense stimulation.

Event description:
On 2025-sep-08 additional information was received from a manufacturer representative (rep). The rep reported that the cause of the intense stim at low amplitudes was not determined, but the patient was scheduled to discuss next steps. On 2025-sep-16 additional information was received from the patient. They reported that from the very moment the implant was put in, when the stimulation was turned on, they got a shock of electricity through their body and they had never gotten any pain relief from the implant. Patient reported when they turn the stimulation up, it sends shocks up and up their legs, chest, head, eyes, and entire body. Patient mentioned they met with the surgeon and the manufacturing representative (rep) and they worked with all of the equipment and they were not able to fix the issue. Patient stated they doctor told them to wait a month for incision to heal and a month is up so they have another appt on (B)(6) 2025. Patient stated they want the device to work. Patient stated she were looking for advice. Patient stated they had been hurting for a long time and they needed pain relief.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep) clarifying that the patient was actually feeling shock when they were describing intense stimulation. The issue is not resolved.